Event description:
K-wire for lrf frame broke. Surgeon told me about it in the or and is worried it may be from the wire being faulty.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.